Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 4 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to 'stopper pop off' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "blood was collected by nurse, tube was laying in tray prior to labelling with patient name. The tube must have absorbed the pressure and the yellow cap blew off. Blood sprayed everywhere; onto the patients wife, and up the wall." No injury reported.